Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unspecified pump error alarm. The customer¿s blood glucose unknown at the time of the incident. Alarm occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no a64 alarm noted.